Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 110 units remaining in the cartridge. Reportedly, the cartridge was filled with 200 units of insulin. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was 246 mg/dl.